Event description:
It was reported that this left ventricular (lv) lead has been exhibiting high out of range impedance measurements. It is suspected a lead issue is causing this out of range measurements. The sensing portion of this lead was turned off. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This lead remain in service.